Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator display briefly reset itself. Although the unit did not stop cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
Covidien reference: (B)(4). A power supply was received for investigation. A visual inspection was conducted and no anomalies were observed. The unit was attached to a test ventilator for analysis. The unit was powered up normally, with no errors being recorded in the diagnostic logs. Calibration and tests were run successfully without any errors. The unit was set into normal ventilation mode and ran successfully for 145 hours. A review of the ventilator diagnostic logs revealed no errors and no unexpected alarms during the run in period. The customer reported malfunction was not verified.